Event description:
Customer reported no reactivity with 3ss373 and a patient sample with a history of anti-d. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).